Event description:
Multiple issues with the design of the product encountered by multiple staff on multiple patients: 1. When performing venipuncture and accessing the patient's vein after the initial flash of blood in the tubing, the blood flows back out of the tubing into the patient making it difficult for humans to know they are still in the vein resulting in additional manipulation contributing to frequent blowing of veins. 2. Frequently, the blood does not make it into the specimen container despite attempts to trouble shoot resulting in the patient having to be stuck multiple times. 3. Flow through the tubing is slow contributing to hemolysis of the specimen and the need for recollection. 4. The retraction of the needle has poor ergonomics and is difficult to impossible to retract with one hand while stabilizing the device in one hand while the staff's second hand is used to hold a gauze to prevent the spillage and exposure of the patient's blood from the access site when trying to retract the needle. Otherwise, a second staff member is required to assist or if a second staff member is not available then staff have to remove the device with the exposed dirty needle increasing staff's risk of a needle stick. 5. Once the needle is fully retracted it does not remain locked as retracted and can be re-exposed putting staff and others at risk for a contaminated needle stick.